Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the new atrial lp exhibited difficulty in fixating to the tissue and was obtaining low impedance values. It was found that the lp had dislodged from the tissue upon the third fixation attempt. The procedure was completed using an alternate pacemaker on (B)(6) 2024. The patient was stable.